Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. The patient experienced a small retroperitoneal bleed following deployment. The patient did not require surgical intervention. The deployer believed there may have been a sidewall stick, but requested that the collagen be returned for evaluation.